Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported that zireal abutment fractured in the patients mouth during the abutment seating process ((B)(6) 2017). The fracture occurred while the clinician was applying final torque to the gold tite abutment screw. The fractured portion with crown remain attached to the piece of fractured abutment.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. As the product has been obsolete, no additional actions are required.